Manufacturer narrative:
Device returned for evaluation. One 72202595 twinfix ultra pk 4.5mm suture anchor with two ultra braid sutures returned. The procedure was a collateral ligament repair. The device with all components was returned. Visual inspection shows that the anchor has been fractured from pressure and torque just beyond the eyelet. Distal anchor threads have been burnished, compressed and rolled. The shaft portion of the inserter is straight. The fork tines at the hex tip area have both been broken off the distal end of the inserter. One fork was retrieved. The other was not found with the return. Symptoms indicate excessive force and loss of axial alignment. Per the IFU: ¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿ and: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause related to the manufacturing of this device was established. Evaluation codes updated.

Event description:
It was reported that when the anchor bolt was screwed in, half of the sliding thread could not continue. After the anchor was removed, it appeared cleft palate. Procedure was completed with two identical anchors. Additionally, during device evaluation it was found that the anchor has been fractured and that the inserter fork tines have been broken off. No patient injuries were reported. A delay less than 30 minutes was reported.

Manufacturer narrative:
Product code corrected.